Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat testing on a different instrument the result was in the risk stratification range. The result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accu tni samples in plastic greiner serum tubes with a gel separator. Specimens are centrifuged in a statspin centrifuge for 5 minutes. Qc was within the customer's established ranges prior to and after the event. Service was offered by bci at the time of the call but customer declined. No clear root cause could be determined for this event.